Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) experienced scrotal pain. A surgical procedure was performed during which the physician identified purulent material (pus) within the scrotum, confirming the presence of an infection at the implant site. The affected area was thoroughly cleaned and the ipp was subsequently explanted and replaced with a tactra device. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100823328. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4)